Event description:
Baxter received a customer complaint involving an overinfusion in which the device infused 30 ml of morphine hydrochloride in normal saline in 24 hours.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. Trending conducted for lot number 05b018 revealed this to be an isolated incident for the lot. However, similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.